Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product serial/lot number: (unknown); product type: (0195 - heart valves). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was implanted. After implantation of the valve, a post-implant balloon aortic valvuloplasty (bav) was completed. As the post-implant bav was being completed, the valve dislodged. Subsequently, the procedure was converted to surgery and the transcatheter aortic valve was explanted and a surgical aortic valve was implanted. Per the physician, the post implant bav caused or contributed to the valve dislodgement.